Event description:
I am writing to submit a claim against the mentor cohesive gel breast implants that led me to be diagnosed with hashimoto's, and caused a long list of other symptoms. These other symptoms included extreme fatigue, joint pain in my hips, feet and fingers, hair breakage, dry skin and hair, gut issues, sensitivity to cold / hot, lack of circulation in my extremities, constant pain in my left shoulder, recurrent sinus infections, headaches, swollen thyroid nodes, inflammation, shortness of breath, and increased anxiety. I list (B)(6) of this year as the date the problem occurred, but that just represents the day I went to the dr because I was so sick. I could hardly function. I believed I had mono, or some other major thyroid issue. After labs and a sonogram was confirmed that I had hashimotos. I discovered breast implant illness in (B)(6) of this year, and had the implants removed on (B)(6). A majority of my symptoms have subsided. Ultrasound taken on the same way of (B)(6) 2019 also confirmed nodule on my thyroid. FDA safety report ID # (B)(4).